Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: during the case, the lever felt heavy when approaching the tissue. Malformed stapling occurred, and additional resection of tissue was done. Bleeding was under 200cc, and nothing fell into the patient's cavity. The operating time was not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4)